Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the tip cover accessory associated with this event to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The tip cover is a single use accessory intended to be used in conjunction with a monopolar curved scissors (msc) instrument. It provides insulation over a section of the mcs instrument so that radio frequency energy is only available at the instrument scissor tips. A review of tools used for the da vinci-assisted hysterectomy surgical procedure performed on (B)(6) 2022 confirm usage of an mcs instrument (pn: (B)(4) /lot #k10220531-0144). Per tool usage logs, the mcs instrument the accessory was installed on has been used in subsequent procedures since the reported event. This complaint is being reported due to the following conclusion: an isi product unexpectedly fell inside the patient and as a result the patient required unexpected medical intervention (i.e. Retrieval of a foreign body). Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the xi®/x¿ monopolar curved scissor (mcs) instrument was used intraoperatively and at an unspecified time the mcs tip cover accessory fell inside the patient. The entire piece was retrieved. No further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs instrument and mcs tip cover accessory were inspected prior to use and no issue was identified. The mcs tip cover accessory was properly installed during the surgical procedure. A reducer was not used. The mcs instrument was in use for approximately 3 to 4 hours. The surgeon did not notice any issue with the functionality of the mcs instrument during the surgical procedure. The mcs tip cover accessory got caught on the valve during mcs instrument removal and temporarily remained in the port. And then, it was pushed out by inserting the maryland bipolar instrument and fell into the patient's body. After observing the issue, the mcs tip cover accessory was retrieved using a laparoscopic forceps in the assist port.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found tearing on the distal end. The tears measuring 0.048¿ to 0.070¿ in length were axially aligned with the tip cover accessory. No sign of thermal damage was present at the end of the tears. This failure is indicative of component failure. Damage to tip cover accessories are attributed to either improper installation into the mcs instrument or exposure to repeated thermal and mechanical stress during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h10/h11 for follow-up information.